Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager on fridge failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager (rm) on refrigerator failed. A field service engineer (fse) found upon initial inspection and testing of the station and remote manager that there were no failed icons present. The fse noticed that the pyxibus cable in use was longer than 25¿. The fse replaced the cable and tested the remote manager, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.